Event description:
The customer reported while performing latron control, fluid leaked involving coulter lh 500 hematology analyzer. The customer had on appropriate personal protective equipment (ppe): laboratory coat, gloves, and eye protection. The customer stated patient results were not impacted and no erroneous results were released out of the laboratory. The customer did not come into contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) could not reproduce the issue. The fse performed latron controls and 5c controls. No issues were noted. The customer has not reported a recurrence of this event to date. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. The cause of the event is unknown. (B)(4).